Manufacturer narrative:
The cleartrace ECG electrode is an electrocardiograph electrode, an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. The cleartrace ECG electrodes were discarded by the end-user. The original devices or pictures of the devices or skin reaction were not available; therefore, an investigation on the suspect device cannot be accomplished. Lot samples were was returned for evaluation. A review of the manufacturing documents from the DHR/lhr for lot 1109261 has verified the devices were produced according to current and approved procedures and material specifications. Two (2) pouches of unused electrodes were returned to conmed complaint center. The returned devices were examined in the laboratory. These lot samples were considered as a representative samples for this complaint and a second complaint, (B)(4). A residual monomer testing was performed on the sample electrodes. The recorded values of percentage of residual monomer were in acceptable range. There could be multiple of possible causes either manufacturing or user related issues for this failure mode. Lack of or improper skin preparation could result in solvents under the electrode site such as skin lotions or skin soap which could have caused the skin irritation. The IFU, instructions for use, specifies, "the electrode sites should be clean, dry, and free from skin oil prior to electrode application." The IFU, also states that, "the electrode site should be dry before electrode application. Fluids including skin cleaning solutions, lotions or soapy water may cause skin irritation and loss of adhesion." These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection & visual checks were done to ensure proper production of the devices. The patient may have experienced an allergic response to a component of the device such as electrode adhesive and / or gel. Likely causes of this failure mode include trapped solvents under the ECG electrode device, or, allergic response to an electrode component. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual devices utilized in the reported incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Photographs have not been sent of the device or of the skin irritation. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Device not returned to conmed corp.

Event description:
It was reported,"patient complaint that involved conmed ECG electrodes used for holter monitor testing on (B)(6) 2012. This patient presented with a ECG electrode skin reaction in a relatively short period of time". This patient required treatment from a dermatologist. Per the treatment office that ran the holter monitoring "in this patient have not been able to get more information. Cleartrace ECG electrodes (catalog number 1700c-050, lot number 1109261) were potentially utilized. Photographs were not available of the skin reaction, nor of the ECG electrodes utilized in the incident. The electrodes were not returned to conmed corporation; therefore, the electrodes are not available for evaluation by conmed quality engineers.